Event description:
The patient reported that they were unable to charge their implant. The patient said the first time they tried to charge the implantable neurostimulator (ins) and was not able to was four years ago. The patient would like to continue with therapy. They stated that they would like to have the device removed. The ins battery life was reviewed. It was noted that there was pain where the leads and ins were in 2012. The patient did not have a health care professional (hcp) at the time of the report. Other relevant medical history includes post-laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.